Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of thermogard console (sn: (B)(4)) did not recognize the air trap and displayed "check airtrap" error message" was confirmed during the functional testing. The root cause for the reported complaint was due to overflow of saline into the air trap chamber, possibly as a result of a damaged start-up kit (suk), likely caused by user mishandling. During visual inspection, there was no physical damage observed on the ivtm thermogard console. The event log review showed no significant discrepancies. The initial functional testing failed as the thermogard system could not recognize the air trap; thus, confirming the reported complaint. Further evaluation revealed traces of saline on the air trap sensor board. The air trap block assembly was replaced to remedy the issue. Furthermore, the openings of the sensors were sealed to prevent moisture from entering the system circuitry. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn: (B)(4)) did not recognize the air trap and displayed "check airtrap" error message. Another ivtm system was used to initiate and complete patient treatment. No further information was provided. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.